Manufacturer narrative:
The manufacturer previously reported receiving information alleging a malfunction of a ventilator failed oxygen calibration. The device was not in patient use. During the evaluation of the device by a field service engineer, the customer's complaint was duplicated. The device's fio2 cell was replaced to address the issue.

Event description:
The manufacturer received information alleging a malfunction of a ventilator failed oxygen calibration. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned to the manufacturer.